Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing related to the active exhalation. The device's pca board, flow sensor, 3-way solenoid valve, aecm board were replaced to address the issue. The device passed final testing.